Manufacturer narrative:
As reported, the patient had placement of an optease vena cava filter. Per the medical records, the filter was implanted due to deep vein thrombosis (dvt). The patient was being treated for lymphoma and developed pulmonary emboli. An optease inferior vena cava filter was placed uneventfully at the l3 level. Positioning was confirmed with a follow up inferior venacavogram. The filter subsequently malfunctioned and caused injury and damages to the patient, including, but not limited to, several struts of the filter perforated the wall of the inferior vena cava (ivc), and one of the struts is in contact with the aorta. Approximately twelve years and three months post implant, a CT scan revealed a filter at the level of l4 with all its struts protruding out of the ivc without any extravasation of blood. The medial most aspect of the ivc filter protrudes out of the ivc and impresses upon the aorta. Whether there is encroachment into the aorta is uncertain; however, there is a fat plane visualized on a single coronal image suggesting that the filter does not invade into the aorta. The liver demonstrated a 5mm hypodensity likely representing a cyst. Per the patient profile form (ppf), the patient reports perforation of filter strut(s) outside the ivc and perforation of filter strut(s) into organs. The patient also reports the filter in contact with the aorta and subjects the patient to the risk of future and progressive filter failure including migration, fracture, embolization of a fracture, clotting, thrombosis and even death. The patient further reports anxiety. The product was not returned for analysis and the sterile lot number has not been provided; therefore, no device analysis nor device history record review could be performed. The optease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. It was reported that there was perforation of the ivc and organs; however, a clinical conclusion could not be determined as to the cause of the event. A review of the instructions for use notes vessel damage such as intimal tears and perforation as procedural complications related it ivc filters. Ivc perforation from removable filters is relatively common, and directly related to how long the filter has been in place. Studies have noted a greater than 80% perforation rate overall, with all filters imaged after 71 days from implantation revealing some level of perforation. Anxiety does not represent a device malfunction and may be related to underlying patient related issues. Clinical factors that may have influenced the event include patient, pharmacological and lesion characteristics. Without procedural films or images for review the reported event(s) could not be confirmed. Given the limited information available for review at this time, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Event description:
As reported by the legal brief, the patient underwent placement of an optease vena cava filter. The filter subsequently malfunctioned and caused injury and damages to the patient, including, but not limited to, several struts of the filter perforated the wall of the inferior vena cava (ivc), and one of the struts is in contact with the aorta. The implanted filter poses a progressive risk of additional perforation of the ivc and surrounding vital organs, vessels and structures, which can result in severe pain and life-threatening complications. It also poses an increased and progressive risk of migration, fracture(s), embolization of a fracture(s) and thrombosis/occlusion/clotting causing serious injury and death. As a direct and proximate result of the malfunction of the filter, the patient suffered life-threatening injuries and damages and required medical care and treatment. As a further proximate result, the patient has suffered and will continue to suffer significant medical expenses, pain, suffering, loss of enjoyment of life, distress and other damages. According to the patient¿s implant records, the filter was implanted due to deep vein thrombosis (dvt) the patient was being treated for lymphoma and going into remission. The patient developed pulmonary emboli and placement of a removable ivc filter was requested. An optease removable inferior vena cava filter was placed uneventfully at the l3 level. Positioning was confirmed with a follow up inferior venacavogram. Approximately twelve years and three months post implantation, the ivc filter was evaluated via a computerized tomography (CT) of the abdomen without administration of contrast. The ivc demonstrated and ivc filter at the level of l4 with all its struts protruding out of the ivc without any extravasation of blood. The medial most aspect of the ivc filter protrudes out of the ivc and impresses upon the aorta. Whether there is encroachment into the aorta is uncertain; however, there is a fat plane visualized on a single coronal image suggesting that the filter does not invade into the aorta. The liver demonstrated a 5mm hypodensity likely representing a cyst. According to the information received in the patient profile form (ppf), the patient became aware of the reported events approximately twelve years and three months post implantation. The patient reports perforation of filter strut(s) outside the ivc and perforation of filter strut(s) into organs. The patient also reports the filter in contact with the aorta and subjects the patient to the risk of future and progressive filter failure including migration, fracture, embolization of a fracture, clotting, thrombosis and even death. The patient further repots psychological injuries or mental anguish related to the filter.

Manufacturer narrative:
The catalog number is unknown; if received, it will be provided. Complaint conclusion: as reported, the patient underwent placement of an optease inferior vena cava (ivc) filter. The indication for filter placement is not available. The filter subsequently malfunctioned and caused injury and damages to the patient, including, but not limited to, several struts of the filter perforated the wall of the inferior vena cava (ivc), and one of the struts is in contact with the aorta. The product was not returned for analysis and the sterile lot number has not been provided; therefore, no device analysis nor device history record review could be performed. The optease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. It was reported that there was perforation of the ivc; however, a clinical conclusion could not be determined as to the cause of the event. A review of the instructions for use notes vessel damage such as intimal tears and perforation as procedural complications related it ivc filters. Ivc perforation from removable filters is relatively common, and directly related to how long the filter has been in place. Studies have noted a greater than 80% perforation rate overall, with all filters imaged after 71 days from implantation revealing some level of perforation. Clinical factors that may have influenced the event include patient, pharmacological and lesion characteristics. Without procedural films or images for review, the reported event(s) could not be confirmed. Given the limited information available for review at this time, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Event description:
As reported by the legal brief, the patient underwent placement of an optease vena cava filter. The filter subsequently malfunctioned and caused injury and damages to the patient, including, but not limited to, several struts of the filter perforated the wall of the inferior vena cava (ivc), and one of the struts is in contact with the aorta. The implanted filter poses a progressive risk of additional perforation of the ivc and surrounding vital organs, vessels and structures, which can result in severe pain and life-threatening complications. It also poses an increased and progressive risk of migration, fracture(s), embolization of a fracture(s) and thrombosis/occlusion/clotting causing serious injury and death. As a direct and proximate result of the malfunction of the filter, the patient suffered life-threatening injuries and damages and required medical care and treatment. As a further proximate result, the patient has suffered and will continue to suffer significant medical expenses, pain, suffering, loss of enjoyment of life, distress and other damages.